Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcbs. The device then passed all testing.

Event description:
It was reported that a ventilator went into an inoperative condition and the display was blank. There was no patient involvement.